Manufacturer narrative:
Investigation results: visual investigation: the product arrived in a clean status with a damaged foil. We made a visual inspection of the product. The sample is showing a rested part of the pe foil on the sealing area and the other part torn and loosened from the sealing area. As there is no hint for a material issue on the foil itself and due to tests performed during an earlier complaint (100027041) which showed no deviation regarding the sealing, we therefore assume that there is no manufacturing issue. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results product safety case ((B)(4)) was initiated. Any action regarding CAPA will be addressed with this case.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ba823su: carbon steel safety scalpel #23. According to the complaint description, the primary packaging of the device was torn. The customer reported that when the sterile scalpel package (primary packaging) was opened, it tore and the material was desterilised before it could be given to the surgeon. Another scalpel of the same reference was used. There was no described patient harm. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).